Event description:
A 64 yr old g5p5 female subglandular bilumen mcghan implants (270:40)-2/10/89 for augmentation decrease in size or trauma yet, has firmness, no local complaints otherwise. Has systemic problems. Arthralgia left greater than right, morning stiffness, myalgias, tingling,paresthesias of the hands, chronic fatigue, sleep disturbances, swollen glands, vision problems, dizziness, memory loss, dry mucous membranes, sensitivity to cold/sun/chemicals, weight gain, increased bruising. Right ruptured implant min bleed min yellow & cloudy right-275g left-315g capsules moderate thick-25g.